Manufacturer narrative:
Surgical treatment for deep infection (mrsa). Pain without loading was reported as clinical sign. The procedure took place on (B)(6) 2025.

Event description:
Surgical treatment for deep infection (mrsa). Pain without loading was reported as clinical sign. The procedure took place on (B)(6) 2025.